Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that the sensor gave inaccurate values on (B)(6) 2013. The device read 2.3 but the blood glucose value was 9.8. Patient's parent did not report any injuries or medical intervention at the time of contact with dexcom technical support.